Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the up arrow button was stuck and the numbers were scrolling when attempting to use the bolus wizard. Customer stated they replaced the battery and a button error alarm occurred after. The customer's blood glucose was 197 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.